Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained when a customer was processing a non-vitros (biorad) qc fluid using vitros ipth lot: 1581 on a vitros xt7600 integrated system. A definitive assignable cause for the higher than expected vitros ipth reagent lot: 1581 results could not be determined with the information provided. A vitros ipth reagent performance issue cannot be completely ruled out as contributing to the event as biorad qc results were unacceptable. No diagnostic precision testing was performed to verify instrument performance. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. No information was provided when requested into the handling of the biorad qcs. It is possible improper biorad qc fluid handling contributed to the event, but this could not be confirmed. The vitros ipth lot: 1581 results from biorad lot; 64930 l1 testing increased from 22.27 pg/ml on (B)(6) 2022 to 32.59 pg/ml on (B)(6) 2022 and the vitros ipth results remained around that concentration. No information was provided in relation to the increase in vitros ipth results on (B)(6) 2022. It is likely there was a change in the lot number of biorad qcs used by the customer on (B)(6) 2022, however, the customer could not confirm this. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth lot: 1581. Email address for contact office in MFR site above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected ipth results when processing a non-vitros (biorad) quality control (qc) fluid using vitrops ipth lot: 1581 on a vitros xt7600 integrated system. Biorad l1 (lot: 64930) results of 32.59, 32.92, 32.95, 32.68, 31.80, 32.24, 32.50, 33.42, 34.11, 33.46, 36.82, 32.75, 35.30, 34.28, 34.97, 34.19, 33.52, 33.65, 32.67, 34.46, 34.71, 33.66, 33.75, 32.07, 31.91, 32.32, 32.23, 31.42, 32.48, 31.46, 31.95, 31.60, 31.42, 32.18, 31.45, 31.42, 32.45, 32.49, 36.18, 33.69, 34.80, 33.66, 35.65 pg/ml versus the expected result (baseline mean) of 24.0 pg/ml .biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 3 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).